Event description:
It was reported the patient had a monarc implanted that "failed". It was further reported that the patient's incontinence came back, but was not worse than baseline. There was no apparent device issue. Another continence sling was implanted on (B)(6) 2014. No further patient complications were reported in relation to this event.